Event description:
Add'l info rec'd from MFR 6/23/04: a medwatch report has not been filed on this incident. No add'l surgery was performed to remove the tip of the tap from the pt.

Event description:
During process of making hole for screw the tap of (drill bit) synthes broke and stayed in the screw hole. Left in pt since determined would be more harm by trying to remove the tap tip. An adjacent hole was used for screw placement. Not clear if quality of this equipment an issue. Spoke to surgeon in 2004. Chart lists following: 18mm x 1 204818, 26 x 3 2041826, 20 x 2 204820, 28 x 5 204828, 22 x 1 204822. On screw is imprinted, actually used 311.32, 10.35.